Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of remote data from this system identified a signal artifact monitor event with minute ventilation noise detected on the atrial lead. Atrial pacing impedance was noted to be greater than 3000 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Testing was performed which resulted in some out of range impedance measurements on the atrial channel during certain movements. The lead was reprogrammed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.